Event description:
The customer reported that while the iabp was in use on a patient, the iabp did not switch to pressure while in auto mode. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative completed preventive management with full calibration, functional testing and safety check to factory specifications. It functioned normally and was returned to the customer. (B)(4).